Event description:
It was reported that post implant of the implantable pulse generator (ipg) system, the patient deteriorated and their blood pressure kept dropping. They could not be stabilised and passed away.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.